Event description:
It was reported that the patient experienced a shocking sensation that correlated with her walking. When she stopped walking the shocking stopped. The patient turned her device off. Further information is being requested from the hcp.